Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after implant, this right atrial (ra) lead exhibited an increased pacing threshold. A chest x-ray was performed that confirmed the lead had not moved but a micro-dislodgment was suspected. A revision procedure was performed and this ra lead was extracted and discarded. No additional adverse patient effects were reported.